Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During preparation for use for a cardiopulmonary bypass procedure, the roller pump roller occlusion adjustment mechanism could not be adjusted. A replacement roller pump was employed. There was no adverse consequence to the pt as a result of this event.